Manufacturer narrative:
The device was discarded and not returned for analysis. The lot number is unknown so there was no review of the device history record or the complaint database. Gambro does not regard the submittal of this report as an admission of liability.

Event description:
A customer reported there was an external leak from the bottom of a prismasate bag that occurred during patient treatment. The date of the event is unknown therefore the date is an estimated date.